Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the device was bouncing and skipping. The customer returned an electric dermatome device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome one time as documented in the repair reports.. The last repair was may 22, 2017 where it was reported that the plug piece was damaged and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Product review of the electric dermatome on april 13, 2018 revealed that the calibration was out of specifications at the 0, 10, and 20 settings. The motor speed was within specifications but the motor ran erratically. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on april 13, 2018 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the motor was running erratically. The cause of the device bouncing and skipping was due to the motor acting erratically. The root cause of the device bouncing and skipping could not be determined since it is unknown how the motor became damaged. The issue was resolved with the replaced motor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that device was bouncing and skipping. There no harm reported and no delay. No adverse events were reported as a result of this malfunction.